Event description:
The doctor reported that the implant was removed due to loss of osseointegration approximately 3 years 5 month after initial implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. During the implant removal surgery, bone resorption and peri-implantitis was reported. The patient has since recovered.